Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported approximately nine years following an intraocular lens (iol) implant procedure, ssng/glistenings were confirmed on the lens. The patient complaints of blurry vision and difficulty seeing. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided reporting the patient was hospitalized following the implant.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.2., b.5., b.6., b.7., e.1., and h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided reporting the patient was hospitalized following the implant.

Manufacturer narrative:
Additional information provided in b.2., b.5., b.6., b.7., e.1., and h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided reporting the patient was hospitalized following the implant.

Manufacturer narrative:
(B)(4).